Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on an advia centaur cp instrument. The sample was run in duplicate, and the replicates did not match. Neither result was reported to the physician(s). The sample was rerun in duplicate on the same instrument and the results matched the lower result from the initial run. The rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered that wash blocks and guides had a build-up of residue on the bottom. The fse replaced the guides and verified functionality of the wash pump and fluidic connections. The fse then ran quality controls, all of which were within range. The cause of the discordant, falsely elevated troponin result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.